Event description:
Customer reported smoke and sparks were coming out of the system, and the sytem was displaying a filament error. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. A ge representative evaluated the system and replaced the generator battery pack. System operates as intended.